Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented to the hospital for an unrelated reason, upon device interrogation, lead no capture issue, and low, out of range, low voltage lead p-wave amplitude variation was observed on the ra lead. Lead dislodgement was confirmed via chest x-ray. No intervention has been scheduled. No further information available.